Manufacturer narrative:
G4: 28jan2020 b4: (B)(6) 2020. The central processing unit (cpu) and motor controller (mc) board and blower were received for failure analysis. A visual inspection revealed no indications of dust, debris, mishandling or overheating. During analysis of the parts, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 20 aug 2019. The customer had the blower, motor controller board and central processing unit (cpu) board replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared an error 100e (blower stalled) during servicing. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 09aug2019. The manufacturer's international service engineer performed troubleshooting and was unable to duplicate the reported issue; however, an error 1134 (blower stall) was noted in the device history report. The international service engineer recommended that the customer replace the blower assembly as a precaution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 100e (blower stalled) during servicing. There was no patient involvement.